Event description:
The customer observes a difference in clinical chemistry albumin values when they switched to reagent lot 80051hw00. The customer provided verification of the albumin assay configuration and calibration set points, however, declined to configure the assay correlation factor so, assay results would match. The customer stated maintenance was up to date and provided calibrations for review by abbott. From the calibration data, it was determined the customer was using the incorrect set points for the albumin calibrators. The customer performed the recommended troubleshooting procedures, and the issue was resolved with the reconfiguration of the calibrator set points. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products:architect c8000 analyzers, list # 1g06-01, (B)(4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.